Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that an infusion pump located in the dirty utility had a note which stated, "wrong rate infused." No date or information was provided on the pump. The engineering team would like the pump evaluated for safety but cannot confirm if an under infusion or over infusion occurred.

Manufacturer narrative:
The customer complaint of a wrong rate infused was not confirmed or replicated. The mechanism was fully disassembled for internal inspection. No evidence of dried fluid residue was observed on the mechanism assembly components. The bezel was also found with all bezel bosses (six) found to be in good condition with no cracks or separations observed. Review of the lvp event logs could not confirm any programing on the reported date of (B)(6) 2020. Prior to this date the device was last in service on (B)(6) 2019. Timed rate accuracy testing was performed with the device operating at 10ml rate for one hour. The system was found to be in specification with no issues observed. During testing there were no periods of unregulated flow observed. Internal and external inspection was performed and no issues were found that would have contributed to the customers reported wrong rate event. The system was being used for treatment. The root cause of the customer complaint of a wrong rate was not definitively determined.

Event description:
It was reported that an infusion pump located in the dirty utility had a note which stated, "wrong rate infused". No date or information was provided on the pump. The engineering team would like the pump evaluated for safety but cannot confirm if an under infusion or over infusion occurred. It was further confirmed during follow up, that there was no patient involvement and subsequently, no patient harm or impact as a result of this event.